Manufacturer narrative:
Supplemental to update: method/result/conclusion codes no longer apply. Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery was at normal end of life with no telemetry and no output. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that she thought her ¿batteries out¿ nothing that she had a loss of stimulation and a return of her target pain. The patient reported that she wasn¿t able to use the patient programmer (pp) to turn the ins back on. The patient tried turning the ins back on, noting that it had been working not long before. It was reviewed the root cause was most likely a depleted ins. Additional information was received from the patient. The patient reported that the implant just stopped working and couldn¿t get it to work, no special circumstances, just time and age of the battery pack. The patient reported that they spoke with the pain clinic and decided we would schedule surgery to change the battery pack. The issues were resolved. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.